Manufacturer narrative:
Analysis of the returned umbilical cable could not confirm any failure as the cable passed all preformed testing and functioned as intended without issues.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the pendant displayed the imaging system was in standalone mode. While the viewing station of the imaging system displayed an error message as well. Adjustment of the interface (umbilical) cable resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.